Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient's wife reported that using the dexcom sensor has been difficult for the patient and has trigger the patient's post traumatic stress disorder (ptsd). It was indicated that once while trying to insert a new sensor on himself, he passed out and went into shock. The patient was taken to the (B)(6) for evaluation and the patient's doctor stated that they believe the patient psychologically cannot use it and if the patient begins to see things to remove the sensor. The patient's wife stated it was not an issue of the dexcom but with the patient's ptsd. At the time of contact, the patient was still being evaluated by the (B)(6) for a decision on whether to continue the use of the dexcom. No additional patient or event information is available.